Manufacturer narrative:
E1: patient city: (B)(4). Patient country: puerto rico, u.s.

Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico, u.s. On 24-apr-2024, the patient reported the event of infusion set fell off during use. The blood glucose level was 198 mg/dl at the time of event. No further information available.